Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the rn changed pca syringe for "pm" (night time) tubing change. The rn reprogrammed pca pump and placed new syringe pump, and was double checked by 2nd bedside rn. Rn inspected old pca syringe as they were filling out medication reconciliation sheet and noted that the amount on the pump and the amount in the syringe did not match, and 2nd verifying rn also noted the amounts were not correct. Based on the values of reconciliation sheet, the pump reportedly had registered the syringe as a 50ml syringe size when it was first hung, and all the subsequent values were incorrect as the syringe was a 30ml "morphine 1:1" (concentration- morphine 1mg per 1ml). Rn consulted the charge rn and pharmacist regarding how to reconcile the discrepancy. Per recommendation from pharmacy, rn replaced the pca pump with a new pca pump. This was reported to bd representatives during their site visit. There was patient involvement but no harm.